Manufacturer narrative:
Result: footboard modules; siderail panels.

Event description:
It was reported by service report that the head left siderail had broken panels and had been taken apart. It was further reported that several of the footboard modules were cracked. It is unk if there was pt involvement, however, no adverse consequences were reported.